Event description:
The hospital reported that the c-ring holder from the vasoview hemopro 2 was defective. During the functional test on the operating table prior to patient use, it was observed that the rod used to advance and retract the c-ring was broken. A visible bend was present in the rod, which prevented the c-ring from being moved forward and backward smoothly. The defect was identified before the device was introduced into the patient. There was no patient contact and no patient harm. The device was replaced with a new set. There was a delay.

Manufacturer narrative:
(B)(4). Initial reporter exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/16/2026. An investigation was conducted on 02/17/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The scope arm of the c-ring was observed to be transected in the center of the scope wash tube. The end of the scope wash arm was observed to be melted. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; scope wash" was confirmed. The lot # 3000509984 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.